Manufacturer narrative:
It was indicated that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged into the atrium resulting in oversensing. This lead was explanted and replaced. No adverse patient effects were reported.